Event description:
Received information stating customer loaded a new cartridge and during fill tubing step, was not able to see drops at the end of the line. Upon closer inspection, customer was able to see that the luer lock was not completely tightened and that insulin was leaking out. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.